Event description:
Report received from abbott international affiliate that states, "catheter was torn. Epidural catheter was inserted to thoracic spine in 2001. When the doctor tried to pull the catheter out four days later, the catheter was torn out at the length of 14cm from the top of it at near epidermis. Then the doctor pulled out the catheter that remained in the pt's body. During the time the catheter was in the pt, bupivacine hydrochloride and morphine hydrochloride were administered through the catheter. According to the doctor's comment, the catheter could pull out without difficulty. No adverse event in the pt was reported." Add'l info received indicated that "the physician made a 3cm depth and 3cm length incision and the catheter was finally removed smoothly". There was no pt adverse event reported.